Event description:
It was reported that there was a system failure, error 900000. There was reportedly no patient involvement. The m4735a will be supported for 5 years after the discontinuance date. The end of support date for the device is 31st december 2018. Accessories, supplies, upgrades, and repair support parts associated with the m4735a defibrillators will be available through the end of support date. As troubleshooting was not completed for the device, the reported issue could not be verified and a cause could not be established. The customer was aware of the end of life terms and the device remains at the customer site. No further investigation or action is warranted.